Event description:
Hcp reported that a patient who had been implanted with an isomed infusion pump presented with increased spasticity. An x-ray catheter examination did not show any problems. The return drug volume was ok. The device was explanted and the "liquor backflow at the catheter side port was ok. After approximately 5 minutes there was no droplet observed at the catheter port. Physician decided to exchange the pump. No information available on patient outcome.